Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm. The customer followed the pump's prompts and insulin delivery was resumed. Pump was stopped for a short time. The customer's blood glucose level was not impacted.